Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call external ram crc error alarm, unexpected restart alarm, and no delivery alarm. Customer advised they received 2 no delivery alarms, then an unexpected restart alarm and finally an external ram crc error alarm. Troubleshooting for no delivery was performed. Customer advised the alarm was resolved by a complete set change. Customer declined to return the reservoir or insulin pump for analysis. Customer was advised replacement infusion sets and reservoirs will be sent out. Troubleshooting for unexpected restart alarm and external ram crc error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.